Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and unable to go into auto mode. Blood glucose level at the time of the incident was 466 mg/dl which was treated with bolus. Blood glucose level before the time of the call was 253 mg/dl. Customer was assisted with insulin pump settings. Customer did not troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.